Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient stated that they had a procedure done yesterday where they placed cement in the vertebrae that was cracked. Patient said they also had a biplane fluoroscopy done and now they have pain around their implant today. Reviewed compatibility of fluoroscopy. Reviewed ability to decrease stimulation if needed. Patient will continue monitoring pain as they are not sure if it was from how they were laying for procedures.